Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate did not flow during priming. The device had been filled with amikacin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between december 20, 2017 - december 21, 2017. The device was received for evaluation containing approximately 180ml of fluid in the bladder. Visual inspection on the unit revealed no evidence of flow at the distal luer when the luer cap was removed. No signs of drug precipitate was found that could have caused the flow problem. When the line was cut to drain the fluid, no fluid was observed coming out of the cut tubing. The reported condition of no flow was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.